Manufacturer narrative:
A steris service technician arrived onsite to inspect the lighting system and wall control. The technician was able to duplicate the reported event and determined the master control board, a component within the wall control required replacement. The technician replaced the control board, tested the lighting system, confirmed it to be operating according to specification and returned it to service. No additional issues have been reported. The master control board subject of the event will be returned to steris for evaluation; a follow-up MDR will be submitted should additional information become available.

Event description:
The user facility reported during a patient procedure the wall control to the harmony m5 lighting system became unresponsive to user inputs. The procedure was completed successfully. No injury or procedure delay was associated with the reported event.